Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that maybe 1.5 to 2 weeks ago they started to feel like they were getting shocked near the ins site. The patient noted that if they moved a certain way they were fine, but if they moved a different way they would feel the shock that doubled them over. The patient also described the shock as a shooting pain that began on the right side of the ins, then the pain traveled toward the left side of the ins. The patient noted that if they bent down "just right" they feel the shock "big time," but other than that it's not that bad. The patient confirmed they had a fall prior to this event, noting that they fell on their face on their right side about 4 weeks ago. The patient's managing doctor no longer took their insurance, so the patient made an appointment with their primary care provider, who took an x-ray of the patient's back. The patient noted that they did not get a soft tissue x-ray, so they could not see the ins in the x-ray. The patient mentioned that they turned the therapy off when they began to feel the shocking sensation and the severity of the shock decreased when the therapy was turned off, but they still felt the shock. The patient was redirected to their doctor to further address the issue. Agent emailed physician listings to the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.